Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned only two test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer on 10/02/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer did not require medical attention and is satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 140 mg/dl. Customer reported no symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 102 and 88mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 104mg/dl (B)(6) 2016 01:00 pm fasting: yes. A 129mg/dl (B)(6) 2016 01:32 pm fasting: yes. A 105mg/dl (B)(6) 2016 11:09 am fasting: yes. A 173mg/dl (B)(6) 2016 09:52 pm fasting: yes. A 189mg/dl (B)(6) 2016 01:02 pm fasting: yes. Customer states on (B)(6) 2016 she was beginning to feel her typical symptoms she feels when her glucose levels are too low (shakiness, blurred vision, confusion, dizziness) and when she ran a blood test with her meter, she received a reading of 189mg/dl (fasting) which she states must be inaccurate due to the hypoglycemic symptoms she was experiencing at the time. Verified customer ate something at the time of feeling the symptoms and eventually felt much better; no medical attention was needed. Customer states she recently began eating better, as she has been avoiding carbohydrates and sweets and has been eating more food with protein in it. Customer has not had any recent changes in exercise or other medications, and customer does not have any diabetes medications prescribed for diabetes management.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned only two test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer on 10/02/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer did not require medical attention and is satisfied with the replacement product. Corrected to product problem.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 140 mg/dl. Customer reported no symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 102 and 88mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/20/20174 and open vial date is (B)(6) 2016. (B)(6). Customer states on (B)(6) 2016 she was beginning to feel her typical symptoms she feels when her glucose levels are too low (shakiness, blurred vision, confusion, dizziness) and when she ran a blood test with her meter, she received a reading of 189mg/dl (fasting) which she states must be inaccurate due to the hypoglycemic symptoms she was experiencing at the time. Verified customer ate something at the time of feeling the symptoms and eventually felt much better; no medical attention was needed. Customer states she recently began eating better, as she has been avoiding carbohydrates and sweets and has been eating more food with protein in it. Customer has not had any recent changes in exercise or other medications, and customer does not have any diabetes medications prescribed for diabetes management.